Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Event description:
Information received by medtronic indicated that the buttons were not responding. Customer stated that the time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.